Manufacturer narrative:
Status and location of the device are unknown.

Event description:
A physician reported that 8 yukon oct spinal system set screws loosened intra-operatively during a revision surgery to extend a posterior cervical fusion. This report represents screw 4 of 8 screws.

Event description:
A physician reported that 7 yukon oct spinal system set screws loosened intra-operatively during a revision surgery to extend a posterior cervical fusion. This report represents screw 4 of 7 screws.

Manufacturer narrative:
Corrected data: b.5: updated from ¿a physician reported that 8 yukon oct spinal system set screws loosened intra-operatively during a revision surgery to extend a posterior cervical fusion. This report represents 1 of 8 screws.¿ to ¿a physician reported that 7 yukon oct spinal system set screws loosened intra-operatively during a revision surgery to extend a posterior cervical fusion. This report represents screw 4 of 7 screws.¿ visual inspection: the device was inspected. "Windshield wiper" wear patters were not exhibited on the underside of the set screw, indicating the device was not engaged properly on the rod. Radial deformation was also observed on the outer rim. Functional inspection: functional testing revealed that the subject set screw was able to mate properly with the polyaxial screws that were also returned. A review of the device history records was performed and there were no relevant manufacturing issues identified as all units met stryker specifications. A review of the complaint history records was performed and there were three similar complaints identified. During a planned revision surgery to extend the construct, the surgeon noticed that all the set screws from the original construct were loose. Per surgical technique: final tightening of the yukon implants is achieved utilizing the anti-torque alignment tube in conjunction with the torque limiting shaft, size 15, attached to the torque limiting handle. Attach the anti-torque alignment tube onto the yukon screw head and then slide the torque limiting shaft assembly down. Final torque tightening may now be completed. The torque limiting handle achieves 2.2 n-m (19.5 in-lbs) of torque for final tightening. The handle will emit an audible "click" once the necessary torque is achieved. Note: do not exceed recommended torque or damage to the instrument or implant may result. It is possible that the rods were not fully reduced in the screw heads. If a set screw is final tightened while the rod is not fully reduced in the screw head, it could compromise the integrity of the capture mechanism at that level.

Event description:
A physician reported that 7 yukon oct spinal system set screws loosened intra-operatively during a revision surgery to extend a posterior cervical fusion. This report represents screw 4 of 7 screws.

Manufacturer narrative:
Corrected data: changed h.6 device code from '4002 - loosening of implant not related to bone in-growth' to '4003 - migration'.